Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The customer received pump reset information and assistance from technical support, allowing them to reset the pump successfully without the malfunction recurring. The customer was advised to call back if the issue arises again and acknowledged the instructions given.